Event description:
It was reported that during use in a patient, the distal and/or proximal electrode connectors of this swan-ganz pacing catheter and the extension cable connected to the external pacemaker were not connected/tightened properly and got disconnected. The patient developed bradycardia due to this disconnection. After the customer noticed that the patient developed bradycardia, they began pacing again. No additional treatment was required. When the extension cable was replaced with 2 different cables on either distal or proximal electrode connector this resolved the issue without catheter replacement. The customer requested to verify the shape of distal/proximal electrode connectors and whether they are within specifications. The extension cables were non-bd devices.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.